Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient fell in her bathroom and ¿lost 20 minutes¿ or was out for 20 minutes. The patient¿s hand was still swollen and it was black and blue where her implant was. She was in a lot of pain since her fall and the pain was going down through her buttocks and into her leg on the right side. When she stood up, it felt like something tore. The patient lost 50 pounds in the 2 years prior to the report so she could really feel the device now. It felt like the device was pushing on something inside her, like one of her organs. Also, it felt like the device slid down and it did not feel like it was in the same place. Since the fall, the patient had not been able to do anything but lay in bed with a heating pad. The pain was getting worse and worse and the patient was hurting really bad. It was noted the patient was a 100% disabled and the device was a savior. A z pack was given to the patient for bronchitis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.